Event description:
Bluewind medical employee made aware of infection and device removal completed approximately on 08 november 2024. Per the physician, stitches were removed because the wound opened, had pus and could not walk. Patient went to hospital for IV antibiotics.

Manufacturer narrative:
Bluewind medical is providing this report in compliance with FDA 21cfr part 803. The device was explanted due to wound complication. As a result, a design history record review was performed to confirm the sterility of the implant.